Event description:
Related manufacturer reference number: 3006705815-2022-01726. Related manufacturer reference number: 3006705815-2022-01728. It was reported the patient lost effective therapy due to lead migration and the ipg was unable to communicate with external devices. As such surgical intervention took pace wherein both the leads were explanted and replaced with a penta lead and the ipg was replaced with a new one. Post procedure effective therapy was restored.

Manufacturer narrative:
Event date: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.